Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient "had been having more bowel incontinence", but it wasn't as severe as prior to the implant. It was noted that the patient was getting about 50% reduction in symptoms at the time of the report, but she would like to get further improvement in symptoms. It was noted that the patient's symptoms returned on (B)(6) 2012. It was noted that the patient tried all of her programs, but she was not sure if she increased the stimulation settings within each program. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# va00beg, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).